Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead displayed an increase in thresholds, loss of capture (loc) and pacing impedances of greater than 2000 ohms. The lead was programmed off until a revision procedure could be performed. Subsequently a revision procedure was performed where an x-ray confirmed a lead fracture. The lead was surgically abandoned and replaced. There were no additional adverse patient effects reported.